Manufacturer narrative:
Software will be updated to increase the visibility of the image orientation marker with square border and provide two add'l markers on north and west sides of the images. (B) (4).

Event description:
Pacs ra1000 (B) (4) CT images flipped left to right. There was no reported pt injury associated with this event.